Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for parathyroid hormone (pth) on an e411 analyzer. The customer stated that they have not encountered any problems with other samples or with any other tests from the affected sample. The sample initially resulted as < 1.2 pg/ml. The sample was repeated, resulting as 91.8 pg/ml. The 91.8 pg/ml value was reported outside of the laboratory. It was not known which value was correct. The patient was not adversely affected. The pth reagent lot number and expiration date were asked for, but not provided. The field service engineer checked the analyzer timing belt. The customer was advised to make sure that sample containers stand straight up in racks by using rack adapters and to remove drops/bubbles from sides of sample containers prior to measurement. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.